Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized. The customer stated she felt burning on her chest and her heart starting racing; customer experienced chest pain acid reflex at the time of the 911 call. Blood glucose at the time of admission was 376 mg/dl. Customer declined troubleshooting and stated that the hospital would run some tests the next morning and would be sent home if they come out fine.